Event description:
It was reported that during exposure with a pt in a wheel chair, the c-arm allegedly moved downward. It was also reported that neither the pt nor the technician was near the footswitch at the time of the event. The pt's hand was allegedly scraped.